Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observes a small spark when the user comes in contact with the metal parts of the instrument. The monitor turns off and on again. No impact to patient management was reported.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and the touchscreen monitor was replaced. No fire or smoke was seen nor any damage to the instrument. The electrical interference and sparks observed was limited to the touchscreen monitor; the electrical interference and sparks did not spread to other parts of the analyzer. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences since the site visit by the fse. The architect operations manual contains adequate information for troubleshooting the observed issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends with regards to the current issue. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The customer observes a small spark when the user comes in contact with the metal parts of the instrument. The monitor turns off and on again. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.